Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via the phone that during an mtp fusing the surgeon inserted 4 screws from the sterilized caddy. After implanting the screws he notice that something was inside the threads of the screws. The sales rep stated it looked like the caddy was sterilized with the surgical labels inside. Caller was not in the case, did not have all the details. Additional information (B)(6) 2022: on (B)(6) 2022 it was reported by a sales representative via the email that during an mtp fusion on (B)(6) 2022, the surgeon implanted ar-9944s-0l compression plate (line #1), ar-8933hvcl-14 kreulock screw (line#2), ar-9933hy-16 3.0 hybrid screw (line#3), and ar-8933hvcl-18 kreulock screw (line#4) after insertion an unknown debris was discovered on the shaft of the screws. The surgeon removed all three screws from the patient. No fragment or debris was left in the patient. The case was completed by using an alternative system adding 30 minutes to the procedure.